Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 8/24/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor memorygel breast implant 450cc gel prosthesis, catalog: 3507450bc, lot: 222616. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with a mentor memorygel breast implant 450cc gel prosthesis on the left, and a mentor siltex contour profile high 275cc saline prosthesis on the right; experienced bilateral hardness of the breast prostheses post procedure. Severe pain was also indicated. At the time of this report, mentor has received no information regarding explant date. This report is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2018, mentor was informed that a MRI confirmed rupture on the left breast prosthesis. Manufacturer¿s reference number: (B)(4).